Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative found a cracked aspheric collimating lenses inside the tabletop illuminator were cracked. The company representative replaced the tabletop illuminator to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 6, 2012. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to a cracked aspheric collimating lens. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light output was not the correct brightness during a cataract with intraocular lens implant procedure. There was no harm to the patient.